Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown intrathecal medication via an implantable pump for unknown indications for use. It was reported that the pump was not working. It was noted they were arranging for the pump to be removed in the future. Further information was not provided.